Event description:
It was reported there was a significant increase of mycobacterium gordonae positive cultures in bronchoscopy patients during (B)(6) 2024. The sampling and culturing was performed because of the increase of positive mycobacterium gordonae bronch cultures. The particular scope was used 103 times. There were 7 out of the 10 patients who tested positive for the microorganism with the subject device. The patient followed up with infectious diseases department (B)(6) 2024. It was later reported the procedure performed was a bronchoscopy robot assisted endo and the patient was cultured (B)(6) 2023. Antibiotic use was not warranted.